Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a tr band that was not keeping air because it was leaking. The nurse stated there was only 6cc or 9cc of air and that seemed like a small amount of air to her. There was no bleeding. The patient was discharged. Additional information was received on 05jun2025: the patient procedure was a selective coronary angiogram (sca). There was no change, the nurse just assumed that since the overall amount of air that came out of the tr band was low that there was a leak. The patient was discharged, and everything was fine. There was no complication and the patient was stable. Additional information was received on 06jun2025: they don't document how much air is in the tr band to begin with, however she did confirm it was only 6cc when she checked it.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. This report was re-assessed and found to be not reportable event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a use issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).